Manufacturer narrative:
The customer performed their own troubleshooting with the support of beckman customer technical specialist and replaced the buffer syringe to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported six (6) patients had high results on ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. The customer repeated the samples on another au analyzer and reported normal results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided results for six patients.